Manufacturer narrative:
Article citation: nagura, n., kida, k., yumura, c., & yamauchi, h. (2024). A case of breast cancer recurrence diagnosed from a delayed seroma after breast implant reconstruction. Plastic and reconstructive surgery. Global open, 12(9), e6113. Https://doi.org/10.1097/gox.0000000000006113. Continued e.1. Facility name: (B)(6) hospital department of breast surgical oncology. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "delayed seroma".

Event description:
Through journal article "a case of breast cancer recurrence diagnosed from a delayed seroma after breast implant reconstruction", healthcare professional reported left side "delayed seroma" and "nipple discharge". Healthcare professional also reported breast cancer recurrence, which is not device-related. Device has been explanted and patient underwent "left nipple areola excision and en bloc resection of the breast implant, with removal of the surrounding capsule".